Manufacturer narrative:
A manufacturing review was conducted and the reported lot met all release criteria. This is the first complaint to date for this lot number and failure mode. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available info. It is unknown whether patient and/or procedural issues contributed to the event.

Event description:
It was reported that during a stereotactic breast biopsy, after several attempts, and restarting the system, the probe was unable to obtain tissue. The procedure was completed w/a different device. A hematoma formed at the biopsy site & add'l pressure was required. The patient was discharged & add'l time is expected for the hematoma to resolve.